Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition related to the pad/pvd was the most likely cause of the limb ischemia. The failure mode will be monitored and trended. Limb ischemia IFU quote: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 89 year old female patient presenting for high risk percutaneous coronary intervention for impella support. During support, while the 14 fr introducer was in the access site, the patient exhibited reduced blood flow proximal to the impella. Intervention was required to regain flow via a percutaneous transluminal angioplasty and the introducer was removed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.